Event description:
A customer reported that during a vitrectomy procedure, there was poor illumination from the lamp. The surgery was completed using an external light source with no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).